Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the patient underwent a generator replacement on (B)(6) 2015 which resolved the high impedance. The generator was returned for product analysis on 01/29/2015. Product analysis is still underway and has not yet been completed.

Manufacturer narrative:
Corrected data: additional information was received which changes the product the report is on.

Event description:
It was reported that the patient has high impedance. Although surgery is likely, it has not occurred to date.

Event description:
On (B)(4) 2015 product analysis was competed on the generator. Various electrical loads were attached to the generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. The connector boot functional test, designed to verify proper lead cavity dimensions in the header area passed. A bench dual pin lead, fully inserted into the pulse generator header (lab conditions).a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. However, the battery, 2.752 volts as measured during completion of the final electrical test, shows an ifi=yes condition. There were no performance or any other type of adverse conditions found with the pulse generator.